Manufacturer narrative:
Summarized patient outcomes/complications of pfo closure were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, smoking, prior myocardial infarction, prior stroke, prior transient ischemic attack, thrombosis, pulmonary artery embolism, migraine and thrombophilia. Some of the complications reported were residual shunt, atrial fibrillation, stroke, transient ischemic attack, myocardial infarction, systemic embolism and atrial septum aneurysm. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Literature article: long-term risk of recurrent cerebrovascular events after patent foramen ovale closure: results from a real-world stroke cohort investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
The article, ¿long-term risk of recurrent cerebrovascular events after patent foramen ovale closure: results from a real-world stroke cohort¿, was reviewed. The article presented a prospective single-center study to evaluate the rate of long-term complications and recurrent vascular events of patients who underwent patent foramen ovale (pfo)-closure for suspected pfo-associated stroke over a follow-up period of more than 10 years, to report the etiologies of recurrent stroke or transient ischemic attacks (tia) and to gather long-term follow-up data on complications and prognosis of patients treated with different pfo-closure devices. Devices included in this study were amplatzer pfo occluder (abbott), cardia star/ultrasept, occlutech figulla, and cocoon. The article concluded in this long-term follow-up-study of patients with a cerebral ischaemic event who had received pfo-closure with different devices, rates of recurrent stroke/tia were low and largely related to large artery atherosclerosis and small vessel disease. Thorough vascular risk factor control seems crucial for secondary stroke prevention in patients treated for pfo-related stroke. [The primary and corresponding author was (B)(6), (B)(6) university, with corresponding email: (B)(6)